Event description:
The surgeon reported that a (B)(6) morbidly obese patient had an index knee replacement on (B)(6) 2017 with a thicker than usual poly (12mm). The surgery was uncomplicated. She sustained a ground level fall in (B)(6) 2018 and came in complaining of significant pain. Initial films were taken within a few weeks of the fall that showed no obvious derangement. She returned a month later with persistent popping stating that something was wrong. The films were repeated showing a dislocation of the poly insert. She was revised and the baseplate was undamaged. The poly was exchanged.

Manufacturer narrative:
The evaluation revealed no new information over what was already included within the initial submission. This follow up MDR is being submitted in order to close the initial MDR report.